Manufacturer narrative:
(B) (4).

Event description:
It was reported the pt experienced stimulation in the wrong location and a shocking sensation. The shocking sensation was felt in the pt's ribcage when walking or moving around. The pt turned the stimulation up high enough to cover the pain. The stimulation was felt in her ribs. The rib stimulation went away when the stimulation was decreased but then the pt has a return of the pain in her legs. The hcp had attempted reprogramming of the device in september. The pt had an upcoming appointment with their hcp for further reprogramming. Add'l info has been requested.